Event description:
The reporter stated that the bcs model 8060 has a side panel zipper that is broken. No patient injury reported.

Manufacturer narrative:
Large window a zippers slider body is open. Front side a the mattress envelope has a 1 inch hole in the nylon and the literature bag has a 4 inch hole. Conclusions: no conclusion can be drawn.